Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented for device changeout procedure, the device interrogation revealed high impedance on the right ventricular (rv) lead. All other parameters were normal. The lead was capped and replaced on (B)(6) 2020. The patient was stable.